Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 97745, serial#: unknown, product type: programmer, patient. Product ID: 97745, serial#: unknown, (B)(6), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reported the pt has problems with "connecting", first said "paddles" wouldn't connect then "batteries" wouldn't connect. Caller stated the connection issues began "this past year". Patient services (pss) asked if the controller would connect without using the rtm, caller said "never" have connected with just the controller. Pss tried to have the caller clarify what the pt encountered when trying to "connect". Caller stated that it said it couldn't find (B)(6). Caller was not with the pt/equipment to troubleshoot. Caller did not want to troubleshoot but was focused on having the pt's device checked after a fall 2 weeks ago. The caller then reported the pt's ins' have moved, potentially because the pt has lost weight and came off her PICC line. Caller stated the pt had issues with connecting the external equipment and implant probably "for a year". Caller stated the pt fell from fainting and hit the right side of her head and the pt's leads are implant in her forehead. Caller stated the reason for the device is to help with the pt's permanent migraines. Caller stated the pt was bruised and swollen on the right side and is afraid to try turning the stimulator on. Pss redirected to health care provider (hcp). Caller stated the pt doesn't have a specific doctor for the device but has a pain management doctor. Caller stated the pt gets pain relief when the therapy is on and the intensity is turned up high, however the therapy turns off automatically when the ins depletes and was having issues with "connecting" so the pt "gave up on it".